Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 308.8 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3.5 mm and appeared in good condition. There was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. The exposed glass tip appeared in good condition. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-04326 for the first flexiva laser fiber, MFR report#3005099803-2021-04328 for the second flexiva laser fiber and manufacturer report number MFR. Report for the third flexiva laser fiber. It was reported to boston scientific corporation on may 18, 2021 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2021. The laser unit settings was 272. During the procedure, the first laser fiber did not work after about four blasts. A second and third of the same device were opened and the same issue occurred. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.